Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result in reference to use with dura-guard, does the product provides acceptable safety and performance as a dura substitute for the closure of dura mater during neurosurgery, considering other therapeutic alternatives and the response was ¿no¿. The physician reported ¿I feel that although it provides a water tight closure, I see more inflammatory reactions after using this product then with autographed¿. No additional information is available.